Manufacturer narrative:
It was reported by customer that the tubing becoming stuck in the ports/lines. One sample extension set, item me2010, and an unknown clear connector was submitted for quality investigation. Visual examination of the me2010 extension set did not indicate any damages to the construction, however, examination of the unknown connector indicates that a male luer that was connected to the unknown connector cracked inside the connector. Although we have identified a cracked luer inside the unknown clear connector, it cannot be determined if the cracked end came from a sample of me2010. The customer complaint of a connection issue with extension set me2010 could not be verified. The failure of a cracked luer on the sample of me2010 was not confirmed from the sample that was submitted, and therefore a root cause was not determined. A device history record review for model me2010 lot number 23129076 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim: I¿m sorry to email again, but after asking around about this, nurses have told me that the main issue with this tubing is when unscrewing the end of the tubing from a patient¿s line, the spin collar un-luer locks from the patient¿s line, but leaves the small plastic end of the tubing in the patient¿s line (syringe tubing still attached). When this happens, the nurse doesn¿t have anything to grip on the tubing with, and then has to pull the syringe tubing taut and ¿yank¿ the syringe tubing free from the patient¿s line. I have had numerous nurses believe the tubing was broken because the spin collar at the end of the tubing ¿slides¿ freely and separately from the end where the tubing is to luer lock into something. On our previous tubing, the spin collar was fixed to the end of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.